Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6)implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6)implanted: explanted: product type recharger product ID m995402a001 lot# serial# (B)(6)implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen. The recharger antenna was also frayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) and a manufacturer representative (rep) regarding a patient's external device. It was r eported that the recharger "donut" cord was frayed. The patient (pt) stated the cord was felt like it was heating and  it started shocking them leaving marks on their skin which were gone today. Pt denied any flesh/tissue damage but did say that it did hurt. Pt said they called a manufacturer representative (rep) to make them aware of the situation and was instructed to contact patient services (pss). A replacement recharger (rtm) was sent out to the patient. Additional information was received from a patient (pt) on (B)(6)2022 regarding an external device. It was reported that they were using the replacement recharger antenna (rtm), but the implantable neurostimulator (ins) would recharge excellent, but would not increment past 30%. Pt said the majority of the time they could not get the ins to increment past low (red). Pt said they tried "flipping the battery" and unplugging and plugging back in the recharger (rtm), but nothing resolved the issue. During the call, the pt reset the controller and initiated a charging session with a recharge quality of excellent. Controller and ins appeared to be charging as expected, but ins charge level was still low. A replacement controller was sent out to the patient. Additional information was received on (B)(6)2022. The pt reported that the pt received their new controller and says they saw that the screen is showing "a little of everything all on one screen". Patient services (pss) had pt reset controller and they said everything is working now. Pt called back on (B)(6)2022 stating they received a replacement recha rger and controller and "replace controller batteries soon" continues to display on their controller. Patient services (ps) reviewed information and sent an email to repair to replace the battery pack. Patient representative (pt rep) called on behalf of the pt on 2022-aug-24 because the pt received the replacement rtm, controller, and li battery pack, but the "batteries low, replace controller batteries soon" message continued to display. Pt was on the call and noted they saw a "contact manufacturer with 3 letters and a number I think so." Pt rep confirmed the pt didn't have any recent falls or traumas. Patient services (ps) confirmed they were using the replacement equipment. Pt inspected the rtm plug, and controller port, but no visible damage was detected. Pt rep initiated an ins charge session and they saw the "batteries low, replace the controller batteries soon" message and advanced to recharging with no recharge quality appearing on the controller. Pt rep noted the controller battery was at 100% and the ins battery was at 30%. Ps helped them perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt rep initiated another ins charge session and saw the "system problem: cannot continue: call manufacturer: rm05" message when squeezing on the rtm plug. A replacement rtm was requested.